Manufacturer narrative:
"From the information provided it appears that the complaint does not allege an equipment malfunction but indicates continued use in adverse environmental/operating conditions including contamination by a known biohazard. Exposure of nidek equipment to mold or any other contaminant constitutes misuse and is outside the scope of nidek's responsibility. It is nidek's policy not to receive any contaminated or possibly contaminated equipment into our facility to prevent the contamination from spreading to our service and manufacturing areas and the exposure of our personnel to potentially dangerous materials."

Event description:
"Patient had a flood in their in late (B)(6). Patient did not call inogen at the time of the flood and continued to use nidek. According to the patient's son, the patient became ill sometime in (B)(6) after continued use of nidek. Patient now feels like there may be mold inside nidek."